Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that on (B) (6) 2008, the pt underwent stenting of the pre-dilated left main coronary artery with a xience v stent. On (B) (6) 2009, the pt reported recurrent tachycardia episodes. The pt was admitted to the hosp in (B) (6) 2009, and diagnosed with new onset congestive heart failure, non-st elevated myocardial infarction due to elevated cardiac enzymes and hypertension. Enalapril was given as treatment. On (B) (6) 2009, diagnostic coronary angiography revealed in-stent restenosis. Percutaneous coronary intervention was performed as treatment. On (B) (6) 2009, the pt experienced ventricular tachycardia. The pt was resuscitated and a repeat diagnostic coronary angiography revealed patent's stents. Automatic implantable cardioverter-defibrillator was implanted as treatment on (B) (6) 2009. The event resolved on (B) (6) 2009, and the pt was discharged. There is no additional info available.

Manufacturer narrative:
(B) (4). Results and conclusions summation - in this case, there was no reported product deficiency. The reported hypertension, myocardial infarction (mi), and stenosis are listed in the xience v instructions for use as known adverse events associated with coronary stenting. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling.